Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode, presented at the hospital shortly after implant, with a localized infection in the xyphoid incision and around the device pocket. This was reported as an ongoing issue and the decision was made to explant the system, as the infection was not healing. No information on a replacement system at this time and no further adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.